Event description:
It was reported that a loss of capture was observed on the atrial lead. No patient symptoms were reported. Device reprogramming was performed. The lead was later explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
UDI (di): (B)(4).